Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (2 mg/ml at 0.3 mg/day) via an implantable infusion pump. It was reported that a flipped pump was confirmed via fluoroscopy. The pocket was revised and the pump was flipped back around. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.